Event description:
The customer reported that prior to use on a patient the iabp screen had made a noise after power up. The iabp was replaced and therapy was initiated. No patient was involved.

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. As a precautionary measure, the video receiver board (part number 0670-00-0736) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).